Event description:
Device 1 of 2. Reference manufacturer report 1627487-2010-00500. The pt received his scs system consisting of an ipg and lead on (B)(6) 2009. It was reported on (B)(6) 2009 that the pt reported losing stimulation after his daughter jumped on his ipg implant site. He stated that the ipg moved up from the upper-buttock implant site to about 10 inches above his belt line. It was reported he pushed the ipg back into the buttock implant pocket himself, but stimulation had ceased and could not be restarted. The physician explanted and replaced the ipg and lead on (B)(6) 2009. Follow-up on the pt found that he is receiving stimulation again. The explanted devices were not returned to the ans for analysis. No further info is available.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.